Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked and leaking battery compartment, with visible moisture corrosion. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: power on resets observed in the black box. The battery compartment has a crack that extends from the threads to case seal. There is visible corrosion in the battery compartment. The battery cap was not returned with the pump. A new test battery cap was able to carefully attach to the pump and was used to exercise the pump for 24hr duration period; no power interruptions or alarms were duplicated using the test battery cap. Pump fails in house leak test with battery compartment leak. Removal of the pump cover showed no evidence of moisture on printed circuit board or internal components. No damage to the power circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.